Event description:
It was reported that the customer received alarms on the insulin pump and experienced high blood glucose since the alarms were received. Customer's blood glucose was 19.1 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.